Manufacturer narrative:
Device codes: 1310 not labeled 2017 labeled. Internal file number - (B)(4). Device code 2017- use after damage. Evaluation summary: the device was returned for analysis. The reported cracked hub and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience alpine everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. It appears that the IFU deviation contributed to the reported device issues. The investigation was unable to determine a conclusive cause for the reported cracked hub. The reported leak and inflation issues appear to be related to operational context of the procedure as it is likely the cracked hub caused the reported leak and inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received treatment was to the heavily calcified right coronary artery. During device preparation, a crack was noted on the hub. The device was used and during deployment, the balloon failed to inflate and the stent was not deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an unknown lesion. The xience proa 3.50 x 23 mm stent delivery system luer (hub) cracked and leaked. The entire system was withdrawn without issue. Another xience stent was used successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.